Manufacturer narrative:
Analysis description: final analysis found epoxy on the atrial lead contact spring. The spring was unable to expand and was prevented from moving into the ring slot of the device. The damage found likely resulted in the reported inability to insert the atrial lead into the device header.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead was unable to be inserted into the pulse generator header. Silicone oil did not resolve the issue. The device was not used and a new device was implanted. The patient was stable post procedure.